Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the longevity of the device was questioned because the device had changed pacing mode and rate (to vvi at 65 bpm). No patient complications reported as a result of this event.